Event description:
The customer reported being hospitalized for dehydration and high blood glucose of over 400 mg/dl. The customer stated that his blood glucose goes extremely low or high depending on how his doctor adjusts the settings on his insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.